Event description:
The device was being used on a pt to provide CPR support after cardiac arrest. It was reported that after 30 minutes of use the unit's compression frequency varied from 150 cpm to 50 cmp. ER leader's opinion that problem with the unit did not contribute to the death of the pt.